Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 12/12/2017 notes that the lead was explanted. Patient information following the procedure was not reported.

Event description:
It was reported that the patient presented for a procedure unrelated to the device. Upon examination, it was noted that the left ventricular lead had was dislodged. Lead revision was not performed at that time. To address the dislodgement, left ventricular lead was turned off and the atrio ventricular delays were extended to prevent right ventricular pacing and allow intrinsic conduction. Patient was stable prior, during and after the lead dislodgement was noted.